Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, underweight and opening curved. A visual and microscopic analysis was performed which identified; missing shell (0-25%) and smooth opening on anterior. Based on the device analysis the final assessment is: a smooth opening on anterior assessed as smooth opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. The device has been explanted.